Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported imprecision could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed. It was reported that the registration appeared on the side of the nose of the 3d model while tracing down the nose of the anatomy. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the extent of the inaccuracy was 1.7 mm and there was no delay in therapy. However, navigation was aborted as a result of the issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis could not determine the cause of the reported issue. If information is provided in the future, a supplemental report will be issued.